Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with no power. The reporter denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fit securely. A test battery cap was able to fit and power on the pump. The pump was exercised for 12 hoursusing teh test cap with no power interruptions occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.